Event description:
During preparation for the treatment of a patient with a stroke in the middle cerebral artery (mca), the physician was pulling a reperfusion catheter 032 from the hoop and noticed, upon inspection, that the catheter had what he described as "roller marks" on the distal 1/3 of the catheter. He then replaced the catheter and completed the procedure.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: there is a kink and some of the striations noted in the complaint visible 96 cm distal of the hub-shaft joint. A 0.032" mandrel was introduced into the hub of the catheter and advanced distally. Forward progress was smooth until the tip of the mandrel reached the kink, 96 cm from the hub-shaft joint. Friction increased dramatically until forward movement was no longer possible after an additional few centimeters. The catheter is non-functional. The damage noted in the complaint is confirmed. The "roller marks" as described by the physician are actually strain marks in the catheter polymer. These marks and the kink in the catheter were likely caused during removal of the catheter from the hoop. If the catheter is removed at an acute angle from the hoop it may kink and strain the polymer. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.